Event description:
It was reported that prior to starting a da vinci si surgical procedure, the prograsp forceps instrument was not recognized. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The instrument was checked for recognition on an in-house system which successfully recognized the instrument. The pogo pins did not stick and were not contaminated. Dcp verification of the instrument passed. An additional finding not reported was a loose pitch cable. The pitch cable was found loose at the distal clevis hub. Both cable crimps remained in the clevis and no damage was found on the cable. Upon removing the housing a pitch cable was found loose at the clamping pulley but no loose clamping pulley screw was found. Engineering also found scratches on the main tube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.